Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient with a history of right breast cancer and bilateral mastectomies underwent breast reconstruction with mentor smooth uhp 1340cc gel devices on (B)(6) 2017. The patient was admitted to the hospital on (B)(6) 2017 after presentation of left breast cellulitis. Her wbc count was 8.3, and she did have a temperature of 101.8 during the night of admission. Both infectious disease and internal medicine consults were placed to assist with care. Her diabetic care needs were managed by the medical team, and resulted in controlled glucose levels. The ID team placed her on broad spectrum antibiotics. She underwent a breast us and ir aspiration of a small pocket in the lateral breast of which cultures have been negative to date. She remained in the hospital with daily signs of clinical improvement. Patient was discharged on oral antibiotics recommended by the ID team. The patient was discharged on (B)(6) 2017 with erythema and breast discomfort resolved and in stable condition. The device was explanted on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) of lot number 7294533 was reviewed on 4/27/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 8, 2020 a review of this file was performed and it was discovered that this event had been erroneously reported. The device reported is an investigational device. Medical device reporting, or MDR is governed by 21 cfr 803 (21 cfr 803) and is applicable to product marketed in the us. It does not include investigational devices unless they are also marketed in the us (e.g., marketed for one indication but being studied for another). Reporting of events related to investigational devices is regulated under 21 cfr 812 (specifically, 21 cfr 812.150). Since athena devices are not approved in the us, events that involve these devices would not need to be reported as mdrs. No further reporting on this event will be performed. Manufacturer¿s reference number: (B)(4).